Manufacturer narrative:
Product analysis: there were kinks along the hypotube. Blood and residue were present in the balloon and inflation lumen. The device was placed in the water bath to disperse the blood and residue. On removal from the water bath the device could not be inflated. The device was cut along the distal shaft. Negative prep was then performed and the residue was dispersed. The device failed negative prep. On pressurisation of the device, a leak was observed on the balloon working length. Upon visual inspection, a short radial tear was observed on the balloon working length. The balloon material was jagged and uneven at the tear site. Lead in scratches were visible proximal and distal to the tear site. There was slight deformation to the distal tip.

Event description:
It was reported that the physician was attempting to use a nc euphora balloon to treat in stent restenosis (in a severely calcified and moderately tortuous proximal lad lesion exhibiting 80% stenosis). No damage was noted to the device packaging and no issues noted removing the device from the hoop/ tray. The device was inspected with no issues noted and negative prep was performed successfully. Pre-dilation was performed using a balloon with 50% stenosis remaining. During the procedure, the balloon passed through a previously deployed stent. Resistance was encountered during delivery but no excessive force used. It was reported that the balloon was inflated to nominal pressure, the balloon was not especially moved or re-positioned. It is reported that a balloon burst/leak/rupture occurred during balloon inflation and the pressure decreased slowly during the 1st inflation. The physician commented that the event was possibly due to calcification and in addition, the device may have gotten caught on the strut as it occurred within the stent. No patient injury reported. The procedure was completed successfully using another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.